Event description:
The device was connected to a pt described as in cardiac arrest. Reportedly, when the device powered up, all the device indicators would flash randomly and the device was inoperative. CPR was administered to the pt by the attending crew during transport to the hosp. The pt regained a pulse and pressure and was delivered to the hosp.